Manufacturer narrative:
Updated field: b5. Corrected data: e1, e2, e3 and g3 (added health professional). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information provided from the reporter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a) a short in the cable. It is unknown what caused the faulty cable. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained regarding this event. The procedure was completed but it is unknown if the procedure was completed with the subject device. There was no delay in the procedure. Further details could not be provided.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. It was found that there was a communication error code e224 received as a result in shorted cable. The rear label was faded. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer's olympus sales representative reported to olympus on behalf of the customer, the 4k autoclavable camera head received a e224 scope communication error prior to a therapeutic procedure. There were no reports of patient harm.